Manufacturer narrative:
This medwatch report is a result of a retrospective investigation of customer complaints and has been deemed reportable in the USA and (B)(4). Being part of a retrospective analysis, this report is submitted later than 30 days after the initial date on which breas became aware of the event, as has previously been discussed with the FDA.

Event description:
Authorized distributor in (B)(4) reported a vivo 50 device that, when nurse responded to an alarm, was confirmed to deliver a stable inspiration pressure around 27 cmh2o which did not drop, i.e. No exhalation phase had been initiated. Circuits and the unit were replaced and the problem disappeared.